Event description:
Same case as MDR ID# 2134265-2014-07831 and 2134265-2014-07903. It was reported that automatic pullback failure occurred. A 240v ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro imaging catheter to visualize the unspecified lesion. During pullback, the imaging catheter failed to perform automatic pullback. Set up was checked to ensure no plastic was caught in the sled's wheel but everything was clear. The procedure was completed using manual pullback. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).